Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned unit did not identify any issues. A functional evaluation revealed the switches do not activate as the device did not switch to live video, the color bars were displayed. The complaint has been confirmed and the root cause has been associated with a electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a damaged edge card or failed image board. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during laparoscopy procedure, the camera button was not working. No delay and a back up was available to complete the procedure. No other complications were reported. Results of investigation have concluded that device did not switch to live video and the color bars were displayed, these makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.